Event description:
An archer guidewire was used as an accessory product in a patient during the endovascular treatment of a thoracic aortic aneurysm. The archer guidewire was inserted into the patient. The patient was a coarctation patient with a tight arch. There was stenosis right below the subclavian artery. It was reported that the archer guidewire kinked as it was going around the arch. The archer guidewire was removed without issue. The case was completed with another manufacturer's guidewire. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: patient's condition affected effectiveness of device (anatomy related; thoracic coarctation with a tight arch and stenosis below the subclavian artery). Conclusion: device failure/lack of effectiveness related to patient condition (anatomy related; thoracic coarctation with a tight arch and stenosis below the subclavian artery).

Manufacturer narrative:
This supplemental report is being retrospectively filed to report manufacturing related issue that was submitted under z-1019-2013.

Manufacturer narrative:
Results: device kink.

Event description:
The wire was returned and its evaluation has been completed. A kink was observed on the wire at the proximal weld junction at 15cm from distal edge. Some of the coating was missing on the wire at the outside of the kink point where coating was likely stretched due to the kink. The kink was determined to be anatomy related as the patient had a tight aortic arch. The archer wire kinked as it was going around the arch.